Event description:
On 08/19/2025 the user¿s caregiver reported that the ilet screen was cracked and no longer responsive. The blood glucose was not affected. A replacement device was shipped to the user.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.